Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10201. It was reported the patient experienced a severe headache a few days after undergoing a trial lead implant procedure. The patient's physician indicated the patient had a wet tap from the procedure. The patient was advised to go to the ER if the symptoms continue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-10201 follow up information identified the patient received a blood patch; however the patient's headache has not resolved yet.